Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit (charged couple device) was broken. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a green image. The issue was found during preparation for use and there were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had a green image. The issue was found during preparation for use and there were no reports of patient harm.